Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and anterior and posterior colporrhaphy due to symptomatic prolapse, cystocele, rectocele, and stress urinary incontinence. The patient experienced urinary problems, recurrence of stress urinary incontinence/prolapse, interstitial cystitis, and painful sexual intercourse. It was reported that patient underwent medtronic interstim bladder implantation in 2010. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.